Event description:
The patient's mother reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 6.4 mmol/l (115.2 mg/dl) while wearing the pod on the leg for between 5 and 24 hours. The patient felt dizzy, fatigued, thirsty, lethargic, clammy and his eyes were sunken. The patient kept giving himself corrections but they did not work. The patient changed the pod and his mother drove him to the ER. The pod was removed at the ER and the patient was treated with insulin and fluids intravenously. The patient was discharged after 24 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.